Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly suspended insulin delivery. During troubleshooting, it was found that the pump had indicated a data log corruption. As a result, tandem technical support was unable to determine the reason for insulin suspension. Customer's blood glucose level was 340 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.